Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported but it was reported that patient symptoms were noted "sometime in (B)(6)". The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar procedure performed in (B)(6) 2018. According to the complainant, during proton therapy treatment in (B)(6) 2019, the patient had severe pain. Reportedly, the patient had a fistula. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.